Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that patient cannot feel as much stimulation in their feet. Occasionally feel it there. Patient had back surgery (unrelated to the device) and the health care professional (hcp) said the leads were not disturbed. The impedances were within normal range. Patient was given a high density program and 4 new groups to try. "Group c felt some in feet". It is unknown if the issue has been resolved. No surgical intervention occurred. Rep will follow up for more information regarding whether a surgical intervention has been planned. Patient was advised to try new groups and let the rep know if he needs a rep in his next appointment on (B)(6). No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep) on (B)(6) 2018 .it was reported that the cause of the stimulation issues is unknown. Rep reprogrammed patient. Patient is to let the rep know if reprogramming helped. No patient symptoms or complications were reported in this event.